Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Manufacturer narrative:
E1: facility name "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen was displaying about occlusion. The patient had 9.8 ml left, and it was due to be disconnected. However, the bag was completely empty. The patient was disconnected and did not need a new pump. The continuous infusion rate was 3 ml/hr, the total reservoir volume was 138 ml, and the amount given was 128.2 ml. The air detector was off, the upstream sensor was on, and the length of infusion was 46 hours. The lock level was level 2. The extension tubing was primed with a saline flush without the pump. The event occurred during removal/end of therapy at patient's home. No patient harm/adverse event reported.